Manufacturer narrative:
The device was evaluated at customer site by bench repair service. Based on the results of the analysis, it was determined that the product has malfunctioned and cause of the reported problem was defective assy capacitance. The issue was resolved by replacement of defective assy capacitance, and the product is back in service. Bench repair engineer recommend customer use only accessories and expendables approved by philips.

Event description:
Philips received a complaint on the defibrillator indicating that the device displays an error during the shock test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.